Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) experienced intermittent bluetooth communication loss to the ilet, resulting in the cgm not connecting until the ilet was restarted and the phone¿s bluetooth was turned off and back on; after these steps, the cgm reconnected, and blood glucose was in range, with the affected device components including the antenna and the electrical/magnetic interface. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the cgm and the ilet manifesting as intermittent communication failure, associated with the electrical/magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.